Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was having symptoms of hypoglycemia with the blood glucose results of 97 mg/dl and 98 mg/dl on the aviva system. The patient's mother treated him with glucose and cacao. The patient was not taken to the hospital. Return of the suspect device was requested for evaluation.